Event description:
The patient was admitted to the hospital to have their treatment optimized and to have an echocardiogram performed. Following the echocardiogram, a thrombosis was observed attached to the right atrial lead. The event was resolved by prescribing the patient heparin. The patient was in stable condition and experienced no adverse health consequences.